Event description:
This supplemental report is being filed as additional information indicates that the product was already returned. Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to pocket infection with sepsis. Reportedly, the pocket looked weird after generator change. The pocket was cultured and came back positive. There were no additional adverse patient effects reported. The crt-d was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to pocket infection with sepsis. Reportedly, the pocket looked weird after generator change. The pocket was cultured and came back positive. There were no additional adverse patient effects reported. The crt-d was explanted.